Event description:
Per received report: the physician was using the revive ic 056 to place a stent in the right vertebral to cover the stenosis. During the placement of the device, it went through a 360 degree turn which made it easily, however, once it got distal to that, the stored up energy "jumped" the device through the intended section and caused a small dissection. Add'l info received on 02/07/2012 stated that the pt was fine and was released 2-3 days after the surgery. Add'l intervention was performed by placing enterprise stent. The size of the dissection is unk and no add'l medication was prescribed post surgery.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.